Event description:
On (B)(6) 2011 customer reported that a (B)(4) survey, (B)(4), on the (B)(4) showed creatinine running lower than the peer group, but still linear. While troubleshooting the issue, the customer found a build-up of reagent around the tricontinent syringe pump. The customer replaced the tricontinent syringe pump and retested the (B)(4) survey samples. Customer stated that the samples ran within the peer group mean. Customer reported no injuries or erroneous patient results generated from this issue, and also verified quality control. No further problems have been reported.

Manufacturer narrative:
Customer replaced the pump and no further leaks were detected, so service was not needed. Beckman coulter identifier for this report is (B)(4). Customer resolved the issue.